Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the system was explanted due to pocket erosion. The rv lead and device were replaced.